Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for foreign matter - hair with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd tube contained foreign matter. The following information was provided by the initial reporter: "in testing employees for the diagnosis of covid19 of a certain company by collecting it in a gel tube for antibodies (serology). Within this activity promoted "in loco", two technicians labeled the names of each employee and delivered the respective tubes for collection in the form of a row, where each one kept their tube with them until the moment of collection, when one of the employees signaled the presence of foreign body inside the tube. The pictures of the product with strange material were published on social networks. The sample was discarded, as well as a batch number or possible product code."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified bd tube contained foreign matter. The following information was provided by the initial reporter: "in testing employees for the diagnosis of covid19 of a certain company by collecting it in a gel tube for antibodies (serology). Within this activity promoted "in loco", two technicians labeled the names of each employee and delivered the respective tubes for collection in the form of a row, where each one kept their tube with them until the moment of collection, when one of the employees signaled the presence of foreign body inside the tube. The pictures of the product with strange material were published on social networks. The sample was discarded, as well as a batch number or possible product code."